Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid (unknown concentration and dose) via an implanted pump for spinal pain. An alarm was heard but a clinician programmer was not available. Telemetry had not been performed yet. The patient's pump had been alarming for four days and the patient told the reporter his managing physician was only in the area on tuesday and that he was told to wait until tuesday to be seen. The patient was vomiting and had flu-like symptoms. The event date was (B)(6) 2016. On (B)(6) 2016, the patient was asked to come into the office for his pump to be interrogated, but he did not. As of (B)(6) 2016 the office had still not seen the patient. The patient went to the hospital emergency room (ER) with nausea and diarrhea and told them by phone that eventually they interrogated his pump and realized it was off. The patient said his pump had been turned off during an MRI and was not turned back on. He said it was turned back on by the hospital staff when he went to the ER three days after the MRI. The patient called the office on (B)(6) 2016 to state he believed it was alarming again and he refused to come into the office again and called an ambulance. He was asked to report back but did not. They attempted to reach him on (B)(6) 2016 and were unsuccessful. Additional information was received from a hcp indicated the pump had been having motor stalls and recoveries and the patient did go through withdrawal. Reviewed options for filling pump with saline and programming pump off via password. The patient was not financially able to have the pump replaced. The pump was delivering dilaudid 30 mg/ml at 10.593mg/day and bupivacaine 15 mg/ml at 5.3 mg/day. It was further reported the reporter called back for the pump off code and programmed the pump off.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.